Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported incomplete coaptation/ single leaflet device attachment (slda) appears to be related to patient¿s morphology/pathology. The cause of the reported tissue injury appears to be a cascading effect of the reported slda. Tissue injury is known possible complications associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ mixed tricuspid regurgitation (tr) and thin leaflet for a triclip procedure. During the procedure, a triclip was successfully implanted. Post deployment, the clip had single leaflet device attachment(slda) from the septal leaflet. The septal leaflet was observed to be ruptured. Another triclip was implanted to stabilize the slda clip. The tr was reduced to grade <1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.